Manufacturer narrative:
Cracked blade. Eval summary: the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
It was reported that the device was used during a radical prostatectomy, the shears stopped working during case and had to be replaced to continue procedure. There was no pt consequence.